Event description:
Inflatable leg screw inserted and deployed but failed to open - explanted. 2nd attempted and failed. 3rd one attempted and completed - post op x-ray revealed fx femur, which required invervention. Rod explanted and reinserted.